Event description:
A pump with failure code 538:320. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary.

Manufacturer narrative:
The pump is in the process of being evaluated.